Event description:
It was reported that a catheter issue occurred. A 90% stenosed, 25 x 2.5 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During procedure, the ultrasound catheter could not show the image, the image was lost in the middle, and air was not cleared during flushing. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. This investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, available information, and product record review, it is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue.

Event description:
It was reported that a catheter issue occurred. A 90% stenosed, 25 x 2.5 mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During procedure, the ultrasound catheter could not show the image, the image was lost in the middle, and air was not cleared during flushing. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. This investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, available information, and product record review, it is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue.